Event description:
Reporter noted in a patient's eye postop. Blue fibers and white particulate with apparent static were seen adhering to various items the day prior to the procedure. The fiber was removed from the eye during another procedure.